Event description:
On (B) (6) 2010 the customer was at the pharmacy and the pharmacy technician called to report that the customer felt that he was receiving inaccurate high readings on his freestyle freedom lite meter and experiencing episodes of "passing out". The pharmacy technician gave the phone to the customer and the customer reported receiving readings of 106 mg/dl and 121 mg/dl which he thought were higher than he felt. The customer stated that he experienced a "passing out" episode last night; however, he stated he was "two thirds out." The customer stated that he was somewhat aware of the people in his surroundings. The paramedics were called, but the customer does not recall the treatment received. The customer did report self treating with candy bars to treat what he felt was a low blood glucose level. In addition, the customer reported taking "all kinds of medications," but did not know what they were. There was no report of the customer being transported to a health care facility.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: on 23 mar 2010 adc customer service gave a courtesy call to the customer regarding follow-up of the medical issue and receipt of the replacement meter which had been sent, and the customer's son reported that the customer passed away on (B) (6)2010. According to the son, he was unaware of anything that transpired before this point; however, he knew the customer was having issues with their meter and that subsequently the customer did receive his replacement meter. The customer's son informed adc customer service that he would be returning both meters. The medical events that led to the customer passing away on (B) (6) 2010 are unknown. Attempts have been made to obtain additional information.

Event description:
Major pump unit(s) involved: external control system failure.additional text: batteries.specific component(s) involved: external battery malfunction.additional text: battery alarm rang- pt lost vision until batteries changed.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external battery.other intervention implant device type: lvad.

Manufacturer narrative:
Evaluation results: the meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. A similar reading to what the customer reported was found in meter memory. This is a final report.